Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had low blood glucose of 35 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for low blood glucose. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.